Event description:
The dental implant (B)(4) was removed on (B)(6) 2017 due to loss of osseointegration 2 years and 9 months after the date of implantation. The patient has no significant medical history and has been recovered without complications.